Event description:
It was reported the patient was presented to the hospital after receiving inappropriate therapy due to oversensing noise on ventricular lead. Isometric and pocket manipulation tests were unable to replicate the noise. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced.